Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a corroded motor. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.